Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose (bg) level for the past occlusion alarm; the customer's bg level for the most recent occlusion alarm was not impacted. As the customer had changed the pump supplies in use during the occlusion alarms, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.